Event description:
Pt implanted with plate and screws for an acdf complained to surgeon. X-rays taken showed the inferior screws not engaged in the locking mechanism and sitting proud in the vectra plate. Upon removal of the hardware, it was noted that the screws were still engaged in the bone. This is the 1st of 3 reports submitted on this event.

Manufacturer narrative:
(B)(4). Add'l info is not available. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date w/o a lot number. No add'l info is available.